Event description:
It was reported that during an unk procedure, when surgically removing tumor tissue, the gun and black reload deformed and could not be used. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please provide more details for "the gun and black reload deformed" blade can't be moved forward or backward, seems the trail of blade is out of shape. Was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. Was any part of the joint cover completely separated or missing from the device? No. What part broke (closing trigger, firing trigger, handle, jaws, etc.)?did any piece break off of the device? Jaws. Did it fall into the patient? No. Did retrieval alter the procedure in any way? No retrieval is required. N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2024. D4: batch # 778a35. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged and a black plastic piece was noted to be stuck between the knife and a wall of the channel. No functional test was performed due to the condition. In addition, nicks were noted in the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 778a35, and no non-conformances were identified.